Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device was subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the cable insulation was damaged, though it was noted that the head was still functional. The head was being sent on for repair and restock. (B)(4).